Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 long term trial. The gtin unique device identifier for the commercial heartmate3 modular cable is (B)(4). Approximate age of device - 1 year and 4 months (calculated from the date when the modular cable was issued to the patient). The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient burned the modular cable and the cable was exchanged without incident. There were no reported alarms for the event and the patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
Visual inspection of the returned modular cable revealed two areas that exhibited heat related damage. The areas were located approximately 6 inches from the bulkhead connector end and 9 inches from the driveline connector end. The modular cable passed all electrical testing. Although the event that led to the cable damage could not be determined, the damage sustained to the driveline did not affect the functionality of the cable a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.